Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with a one time impedance spike, high rate non-sustained episodes, and t-wave oversensing (twos). Follow-up with an allied health professional (ahp) at the patient's clinic revealed reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.